Event description:
It was reported that during its use in the surgery room, the jaws broke. Clinical consequences: unknown at logging. Additional information: nothing fell in the patient. The jaw broke outside of the patient. Another applier was successfully used. No intervention was necessary.

Manufacturer narrative:
Qn#(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) 2020. This instrument has not been returned for review or evaluation therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint. All 50 from the alleged instruments reported lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during its use in the surgery room, the jaws broke. Clinical consequences: unknown at logging. Additional information: nothing fell in the patient. The jaw broke outside of the patient. Another applier was successfully used. No intervention was necessary.